Event description:
Ceramic tip broke off the instrument into the patient while in use. The surgeon was able to retrieve the broken piece and remove from patient. Manufacturer response for hysteroscope (and accessories), n.a. (Per site reporter). They are investigating and have received the resectoscope.